Manufacturer narrative:
(B)(4). D6a. Implant date: between (B)(6) 2011 and (B)(6) 2021. G2. Report source: austria. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Based on the available information, the reported event can be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Literature: "luger, m., feldler, s., schopper, c., gotterbarm, t., & stadler, c. (2024). Is there a difference in pelvic and femoral morphology in early periprosthetic femoral fracture in cementless short stem total hip arthroplasty via an anterolateral approach? Journal of orthopaedics and traumatology, 25(1). Https://doi.org/10.1186/s10195-024-00795-x".

Event description:
On 09-jun-2025, a journal article was retrieved from journal of orthopaedics and traumatology (2024) that reported a retrospective, single-center, multi-surgeon, comparative study from austria. The purpose of the study was to analyze the pelvic and femoral morphology in cementless short stem tha via a minimally-invasive (mis) anterolateral approach. The study screened 1826 total hip arthroplasties with fitmore stems at a single large academic center between january 1, 2011 and december 31, 2021. Of the screened hips, 39 met the criteria for review as having sustained a periprosthetic fracture within 90 days postop (29 female, 10 male) while 78 were assigned to the non-fracture group. Along with the fitmore stem, patients received a cementless press-fit cut with or without screws (allofit) or a cementless threaded cups (alloclassic csf or alloclassic variall). The study population had a mean age of 74.4 years at time of surgery (range 65-83 years). The study reported 28 patients experienced a postoperative periprosthetic femoral fracture; of which, 1 occurred at the medial cortex 17 days postop with no history of falls and cause of fracture unknown (vancouver classification b2). The patient was revised to a monoblock straight stem with 3 cerclage cables applied. Diligence is completed and no further information on the reported event has been provided.